Event description:
It was reported that the patient had a decrease in therapeutic effect, a catheter kink was found and a catheter revision was done. The patient was complaining of "increasing pain" and back and cervical pain for approximately 4 months. On (B)(6) 2012, when performing a (B)(4) study, the healthcare provider (hcp) was unable to aspirate. A catheter kink was discovered and catheter was revised on (B)(6) 2012. The medication in the pump was fentanyl. The patient's outcome was reported as "resolved without sequelae". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8590-1, lot# n180688, implanted: 2008 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).